Event description:
It was reported by customer that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.6 mmol/l. Customer stated that the insulin pump did not stop before low when it was in auto mode. It was unknown whether customer used auto mode. Troubleshooting was not performed for low blood glucose event. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.